Event description:
The customer reported via phone call the he had high and low blood glucose but not hospitalized. Customer blood glucose was 266 mg/dl. The customer was treated for high blood glucose with bolus. The customer declined to troubleshoot for low blood glucose. After the troubleshooting was done, customer was advised to contact healthcare provider regarding his high blood glucose and let them know that the insulin pump is functioning as designed. The customer was advised that he will receive replacement infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.